Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he had a compromised force sensor system alarm on his old insulin pump loaner. Customer's blood glucose was 107 mg/dl. Customer was not sure of the date of the incident but thinks it is (B)(6). Customer stated that the drive support cap is flush. It was explained to the customer that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. Customer mentioned that a week ago he was changing the tubing and the reservoir. Customer was not able to prime and received the alarm. Customer stated that he got it going and it prompted him to get a new pump. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a loose and protruded drive support disk. The insulin pump was received with a cracked case at the display window corner, broken reservoir tube lip, minor scratches on the display window, a cracked belt clip slot and broken battery tube threads.